Event description:
During the placement, while pulling the tube through the stomach and the abdominal wall, the loop broke causing a perforation of the gastric wall at the point of introduction and pneumoperitoneum. The pt is a (B)(6) affected by wolf syndrome.

Manufacturer narrative:
The wire of the returned sample was broken and pulled through the molded guide tip. Retention sample from the same lot was tested to 20 lbs of force. None of the wires broke or pulled through the molded guide tip. There were no signs of a molding defect on the retention samples examined. Qc testing is performed on the wire assembly prior to molding to ensure it can hold a minimum force of 20 pounds. It is unk what forces were used during the placement of the returned device.